Event description:
It was reported that during a left shoulder slap repair, an eyelet and anchor remained unretrieved from the patient. The suture was placed through the labrum and the eyelet was threaded with the suture. N as the driver was brought in percutaneously into the joint, prior to twisting the handle, the eyelet was found to be missing from the tip of the driver. The handle was then removed from the shoulder; at that time, it was also found that the implant was no longer attached to the driver. The surgeon used a suture retriever in an attempt to locate the eyelet and implant but was unsuccessful. The surgeon successfully reused the already placed suture and another implant. Bone preparation was done using an ar-1923dl, drill kit for the 2.9 pushlock. No patient information was available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying/leveraging or impacting the eyelet against hard bone. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.